Event description:
It was reported that minor leakage was not detected during the leak test. However, within 24 hours, the patient experienced decreased oxygen saturation while on the ventilator and was identified a ventilation leak from the endotracheal tube (ett). After reintubation and water testing of the endotracheal tube (ett) cuff, an existing cuff leak was confirmed. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.